Event description:
It was reported that during central processing , the large hem-o-lok clip applier had hole in arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips tips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. No issues related to instrument errors or complications using the instrument reported by the user with no underlying product issues may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings: during visual inspection, the grip was found to be frayed at the distal end. Field h10 is blank as there are no related report numbers.